Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold increased and is high. The lead was reprogrammed and the patient is being monitored by the physician. The lead remains in use. No patient complications have been reported as a result of this event.